Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -09.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Correction data b5 - reported as 12.1mm vicmo12.1, -09.50 diopter - correct to 13.2mm vticmo13.2 11.5/1.0/090 (sphere/cylinder/axis) d4 - reported incorrect - corrected in d4. H4 - reported as 22-oct-2021 - correct to 09-jun-2022. Claim# (B)(4).